Event description:
The iab was inserted into the pt on 10/10/97. On 10/12/97 the iab leaked and the iab was removed. A second iab was inserted into the pt. As a result of the event, the pt coded and was intubated. After the second iab was inserted, the pt stabilized. On 11/12/97, datascope received the mandatory medwatch form from the user facility; uf/dist rpt number: 29-0022-1. The following was reported: the pt showed signs of congestive heart failure. A rust colored material and tiny black specks were observed in the iabp tubing. The iab had developed a leak in the pt and the perfusionist went to ICU and turned the pump off. The pt coded for respiratory arrest. After approx 15-20 minutes, the pt had very rapid hemodynamic compromise and was in wide qrs complex tachycardia and had already been intubated. Counterpulsation was resumed with the defective iab and arrangements were made to replace it. The pre-existing iab was removed and a new 9 fr. Sheath was introduced along with a 40 cc iab. The iab was positioned in the proximal distal aorta. The iabp counterpulsation was immediately resumed. The pt responded in the next few minutes with resumption of regular sinus rhythm and markedly improved hemodynamics. In the meantime, metabolic acidosis was counteracted with judicious use of sodium bicarbonate. The pt had some periods of asystole which were counteracted with pre-existing temporary pacemaker, which was functioning adequately. The pt was in regular sinus rhythm at a rate of 80 beats per minute. The pt's mean arterial pressure was approx 70 per minute, and inotropics, including dopamine, were being rapidly weaned off. Event complications: the pt coded/was intubated - reported 10/21/97 & 11/12. Pt current status: stable - rpt'd 10/12 & 11/12.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738, position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.